Event description:
The customer reported that the ventilator display is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on this returned boards shows that this customer returned cpu pcba was tested and no failures were identified. This customer returned mc board had a 12 volt short at c187(22uf 25v 20% ceramic cap). Replacement of c187 corrected the 12 volt failure with this mc board. This customer returned pm board had a 12 volt short at q15(lot code: 907p) and l2(lot code: 0912-s). Replacement of q15 and l2 corrected the failure with this pm board.